Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Concomitant medical products: healon duet, lot numbers ua31207, ua31208, ua31209, and ua31210. The surgery center does not know which lot number of healon duet was used in this case therefore all four lot are listed as they were presently on site. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following implantation of the intraocular lens (iol) in the patient's left the patient was diagnosed with endophthalmitis. Patient was totally non compliant with her post op instructions, medications (drops) and her follow up visit. Patient was seen one day post op on (B)(6) 2015 and everything was great. Patient did not continue with her antibiotic eye drops as instructed, nor did she go to her one week follow up visit as instructed. Patient stated she woke up in the middle of the night on (B)(6) 2015 with pain and watering eyes. Patient reported she poked her eye with the eye dropper. Patient was seen on (B)(6) 2015 by the retina specialist and was prescribed antibiotics. Prednisone 1% in the left eye 4 times per day and ketovolac .5 with 1 drop per day in the left eye. A culture was taken from the patient's eye and negative staph grew. The surgery site reviewed their sterility practices and records and no issues were found. There were no other patients that day that had any post op issues. The event was totally related to the patient's non compliance. It was reported that the event was not related to the lens implant nor the healon used during the patient's implant surgery. The patient has reportedly recovered.

Manufacturer narrative:
Device evaluation: visual inspection was not performed as complaint device was not returned for analysis. Manufacturing record review for the production order (po) revealed that this serial number lens was manufactured according to specification. There was no associated deviation or non-conformity report found during the manufacturing record review for this complaint. The evaluation of the manufacturing process record did not reveal any discrepancies related to this complaint. During the manufacturing record review for this serial number, no assignable causes were identified. A search in the complaint database revealed that this is the only complaint created for this production order. The direction for use (dfu) was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.